Event description:
It was reported that the values are too high compared to the patient. The device was reported to be in clinical use. No adverse event to the patient or user was reported.

Manufacturer narrative:
It was reported that a philips technician was previously sent to the site to carry out extensive tests. On the simulator, everything was working correctly and the failure could not be detected or reproduced. However, the customer requested an onsite visit to check the proper use of accessories and consumables. It was indicated that the service uses electrodes from a brand other than philips. Philips is in the process of obtaining additional information regarding the reported event and the investigation is ongoing. A follow-up report will be submitted upon completion of the investigation.